Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at 0102, the nurse programmed the pump module to infuse argatroban 50mg/50ml at 6.5ml/hour. The nurse returned to the bedside at 0500 to find the vial was empty and the volume infused was more than the programmed rate. The customer states that there was no patient harm but was monitored and observed post infusion.

Manufacturer narrative:
The customer¿s report that the nurse returned to the bedside of a patient at 0500 to find the vial of argatroban was empty and the volume infused was more than the programmed rate was not confirmed or replicated. Inspection: it was observed that the front lower bezel hinge has a piece of plastic that was broken off. Fluid ingress in rear case and dull iuis were also observed on device. The pcu event log identified an infusion programmed of argatroban medication to infuse at a rate of 6.528ml/hr and a vtbi of 24ml on the day of event. The logs show the device was paused at 12:57:39 am, vtbi changed to 24 ml at 1:05:57 am, completed at 4:48:01 am, and goes to kvo. The total infusion time was 3 hours 50 minutes 22 seconds and volume infused for reported incident was 24.002ml. The user then changed the vtbi to 5ml, started infusion, and channeled off device. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The incident disposable set was not returned for this investigation. The root cause of the reported over infusion of medication of argatroban could not be identified.

Event description:
It was reported that at 0102, the nurse programmed the pump module to infuse argatroban 50mg/50ml at 6.5ml/hour. The nurse returned to the bedside at 0500 to find the vial was empty and the volume infused was more than the programmed rate. The customer states that there was no patient harm but was monitored and observed post infusion.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at 0102, the nurse programmed the pump module to infuse argatroban 50mg/50ml at 6.5ml/hour. The nurse returned to the bedside at 0500 to find the vial was empty and the volume infused was more than the programmed rate. The customer states that there was no patient harm but was monitored and observed post infusion.